Event description:
The customer initially reported that their device had its service indicator illuminated and an event code logged. After an evaluation of the device, it was observed that the positive portion of the biphasic output waveform was missing. The defibrillator output energy could be reduced by up to approximately 20% from the selected energy level. There was no report of patient use associated with the reported issue.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio determined that the cause of the reported failure was due to an open integrated circuit chip, designator u1 from the analog pcb assembly. The ic chip u1 was open from leg 10 to legs 8 and 9.